Event description:
Initial results for a patient tsh/ft4/ft3 were 0.11. U/l/31pmol/l/8.6pmol/l respectively. When repeated by another method, the results were 0.43/14.8/3.0 respectively. There is no indication the pt received inappropriate treatment based on the incorrect results. Investigation confirmed the high results and found they were caused by an unidentified non-specific interference.